Manufacturer narrative:
The customer contacted siemens customer care center (ccc) and reported smoke and burning smell coming from their dimension exl with lm instrument. A siemens customer service engineer (cse) was dispatched to the customer site. The cse observed that the u-seal element of the instrument was burned due to a pinched ground wire in the cuvette manufacturing arm. The ground wire was exposed and caused the u-seal element to continuously keep heating. Cse replaced the u-seal element including a new ground wire. They adjusted pressures to proper ranges and ran a system check. Siemens concluded that the smoke and smell came from the faulty u-seal element. There is no evidence of a product nonconformance. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
Customer reported a burning smell and visible smoke coming from their dimension exl with lm instrument. When the customer was replacing the film canister and the diaphragm and attempted to cycle the cuvettes, smoke was observed from the cuvette formation area. Customer was wearing personal protective equipment (ppe). There were no known reports of patient intervention or adverse health consequences due to the incident.